Manufacturer narrative:
One ensite x display workstation (dws) was received. The dws was connected with a known good ensite x amplifier and lc/lc fiber optic cable. The reported symptom was duplicated as the amplifier would not communicate with the dws. The small form-factor pluggable receiver (sfp) was exchanged with a known good sfp and still no communications were established. Based on the information provided to abbott and the investigation performed, the root cause was identified to the internal software configuration files of the hard disk drive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
One ensite x display workstation (dws) was received. The dws was connected with a known good ensite x amplifier and lc/lc fiber optic cable. The reported symptom was duplicated as the amplifier would not communicate with the dws. The small form-factor pluggable receiver (sfp) was exchanged with a known good sfp and still no communications were established. Based on the information provided to abbott and the investigation performed, the root cause remained undetermined as no further evaluation could be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, the ensite x amplifier was not communicating with the ensite x display workstation resulting in cancellation of the procedure. A second new fiber was attempted, restarted the system, reseated the sfp connections, disconnected the ethernet data port with no resolve. The ensite x amplifier was replaced, but there was still no communication. The sfp were exchanged with a second amplifier, but the issue was not resolved. The ensite x display workstation was then alleged to be the issue. The case was cancelled with a patient on the table. There was no patient harm.